Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead ;product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-dec-2020, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient¿s lead were bad and they had to go back in. It was stated they ¿pulled leads down¿ to a level below and patient had issues from the beginning. No further complication and no symptoms were reported.